Manufacturer narrative:
Lenstec can confirm that we have never had any confirmed lens-related cases of opacification for our hema lenses. Our medical monitor was unable to make a determination as to the degree of visual capacity or incapacity as specific details regarding visual acuity, glare testing, status of vitreous and retina were unavailable. Only a slit lamp photo was provided. Lens remains implanted. With respect to the slit lamp photo, the medical monitor stated that the quality was poor. He further stated that the photo did not indicate opacity of the iol, but he considered the opacity to be behind the iol, such as a cyclitic membrane. As the quality of the photo was poor, the doctor requested more clinical information, which was not received. (B)(4).

Event description:
Lenstec received an email stating that on "(B)(6) 2013 a patient who has problems with two of our lenses after having cataract surgery performed by dr. (B)(6) in 2007 and 2008. Both iols have opacified".